Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm. The blood glucose level was unknown at the time of incident. The troubleshooting was performed and they were clear the alarm but unable to complete the rewind. The device wil be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test and displacement test. No unexpected low battery, weak battery , battery out limit and failed battery test alarms noted during testing.